Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the system controller power cable and fluid ingress were not confirmed. The submitted log file contained approximately 8 days of data ((B)(6) 2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. Per the device history records (DHR) section, a DHR review is not required for this investigation. Heartmate ii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an area on the power cable that was exposed and oxidated. There were plans to exchange the system controller. Log files captured routine events.